Event description:
The customer reported the ventilator went vent inop and alarmed. The ventilator was not in use on a pt therefore there was no pt involvement or harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service technician verified the reported problem due to a flow sensor failure. The service technician replaced the exhalation flow sensor to correct the problem. Performance verification testing was completed on the ventilator and all tests passed per operating specifications.

Manufacturer narrative:
Exhalation flow sensor.